Event description:
While starting a venogram procedure, the physician inserted a 5fr stainless steel wire with platinum tip micropuncture set. Upon insertion of the sheath and wire, he did not encounter any problems. However, when he attempted to remove the wire, some resistance was encountered. The physician attempted to remove the wire carefully by wiggling it around a bit, in case it was caught on something. At this point he noticed that the tip of the wire had sheared off into the basilic vein. He successfully retrieved the tip of the wire with vascular forceps. The patient was not injured. It was reported that the patient did not have any abnormal scar tissue at the puncture site.

Manufacturer narrative:
Only the wire guide from the set was returned to assist in this investigation, and it was confirmed that the safety wire has broken off from the distal weld. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest that the device was not manufactured to specification. At this time, we cannot determine the cause of the wire separation. We will continue to monitor for similar complaints.